Event description:
It was reported that this left ventricular lead exhibited non-physiologic noise and oversensing. Pace impedance measurements were noted to be stable and there was no pacing inhibition observed. Technical services discussed programming options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).